Event description:
The customer contacted caridianbct to schedule service for a trima accel automated blood collection system, regarding a possible ac reaction. Towards the end of a double platelet procedure, the donor vomited and rinseback was given. No medical intervention was necessary. The donor left the customer site in a stable condition. The disposable set is not available for return, because it was discarded after the procedure. This report is being filed due to an adverse event that has potential for injury.

Manufacturer narrative:
(B)(4). The caridianbct service technician was unable to duplicate the condition as reported. No problem was found. During auto testing the technician found that the rbc detector green led reflectivity with white stamp cassette value was slightly out of specification. He re-calibrated the rbc detector and successfully completed the full auto test. He verified that all pump rotor occlusions are in specification per the manufacturers procedure. Also, all pump speeds and halls over a range of speeds were verified. No problems were found. The run data file (rdf) was reviewed. The rdfs for this machine were analyzed by the caridianbct technical support specialist and the files indicate that the device is functioning as intended. The trima is set at a typical ac infusion rate of 4. Root cause: undetermined; these issues were likely procedurally or donor related. There are no indications that the device caused or contributed to these reactions either with service checkout of the device or in the run data files.